Event description:
It was reported that during a device change due to normal eri, suspected externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.